Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified artery. A 10mm x 3.50mm wolverine cutting balloon monorail was selected for use. During the procedure, the balloon ruptured upon second inflation at 10atm for 30 seconds. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. There was no patient injury and the patient was in good condition after the procedure.